Event description:
The facility representative contacted baxter to report an infusor that had ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested, but is not yet available to baxter for evaluation. A follow-up medwatch report will be submitted if the device becomes available to baxter for evaluation or if additional information becomes available. This medwatch was initially submitted on date 26 july 2010 and did not pass, this medwatch will be resubmitted on 28 july 2010.